Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump no button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The customer did not know the blood glucose reading. She stated that the insulin pump had gotten completely wet from a thunderstorm. Advised replacement of the insulin pump. Nothing further reported.